Event description:
Consumer called to report getting widely varying readings with her meter. Analysis run on consensus error grid using mean reading (187) as reference point vs. Bd readings (36,338) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.